Manufacturer narrative:
Device received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify low battery and alarm due to motor error alarms. Device received with cracked case at the display window corners and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error diminished battery life and crack on corner of display. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.